Event description:
This is an olympus loaner asset returned by the end user after use without any reported malfunction. There is no patient involvement and no harm reported to any patient. Device was sent to the service center for inspection. Upon evaluation of the device, it was observed that there is presence of foreign material. In addition, distal end rubber coating (a-rubber) is dirty. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the forceps elevator and the a-rubber being dirty as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material. In addition, distal end rubber coating (a-rubber) is dirty. This is attributed to insufficient cleaning. Other observation for the device: due to damage on channel tube (ch-tube), water tightness is lost; adhesive on a-rubber is; connecting tube has a wrinkle; suction cylinder is shaved; universal cord has a dent; right/left knob has discoloration; up/down knob has discoloration; low angulation; right angulation not working due to its angle wire found broken at distal end side; play of knobs; and connecting tube, grip, scope cover, control unit, universal cord, distal end cover (c-cover), scope connector, and light guide lens have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.